Event description:
Procedure type: right inguinal hernia (open). According to the reporter: the surgeon has been using the device for inguinal hernia for 3 yrs. On this pt (bilateral hernia) he started with the left side with no problem. Once he started the right side the mesh has torn when opening the gripping skirt. A 1 cm tear has been made very easily from the central hole of the mesh. The surgeon said he carefully handled the product as usual.

Manufacturer narrative:
(B)(4).